Manufacturer narrative:
The devices have been returned to the factory and are being evaluated. A supplemental report will be submitted when the evaluations are completed. Lot history record reviews were completed for the reported product lot numbers. There were no non-conformances recorded in the lot histories. Internal file number: (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, four heartstring iii devices failed to deploy properly. A side-biting clamp and punch were used to complete the procedure. The hospital did not report any pt effects.